Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the pump battery. Customer's blood glucose was within range (value not provided). Reportedly, after charging for an additional amount of time, pump battery was successfully charged.